Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg stopped working approximately 2 months ago. As a result, the device would no longer communicate with any external devices. Reportedly, the sjm representative met with the patient and the issue was confirmed. Surgical intervention was undertaken on (B)(6) 2015 during the procedure the entire scs system was explanted. The patient will have an MRI at a future date.